Event description:
The reported description notes that an audible alarm was not generated at the bedside monitor when the preconfigured alarm parameters were exceeded. A visual message was displayed upon the monitoring screen. No pt injury was reported.

Manufacturer narrative:
(B)(4). The monitor was tested on-site by philips and it passed all testing. The alarm logs from the networked central station showed alarms for this pt that were suspended by the users. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.